Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted after the investigation has been completed. Patient data not provided due to country privacy laws. Initial reporter data not provided due to country laws. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that while the patient was being carried from a bed onto the CT table to do the exam, one patient family member unknowingly caused the table to drive down by stepping on the foot switch. At the same time, while the table was being driven down, the other patient family member had his foot under the table. His foot was fractured. Initial investigation has revealed no device malfunction.

Manufacturer narrative:
Ge healthcare engineering judged that the root cause of this event is use error, unintentional system operation by unauthorized person. Because the user manual and technical reference manual clearly instructs below in general safety guide line in safety chapter: "the owner should make certain that only properly trained, fully qualified personnel are authorized to operate the equipment. A list of authorized operators should be maintained. Unauthorized personnel should not be allowed access to the system." However, in this case the user did not follow the system safety guideline since an un-authorized person unintentionally stepped on the foot pedal. No system malfunction identified.